Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was provided.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient reported receiving continuous cgm alerts indicating 40 mg/dl. In response to these persistently low readings, the patient consumed large amounts of food to treat the perceived hypoglycemia. The patient did not have access to a fingerstick blood glucose (fsbg) meter at that time. As the day progressed, the patient developed symptoms including headache, disorientation, and blurred vision, prompting a call to emergency medical services (ems). Upon arrival, paramedics performed fsbg measurement, which showed 500 mg/dl, while the cgm continued to display 40 mg/dl. No medication was administered by paramedics, and the patient was transported to the nearest hospital for further evaluation. In the emergency room (ER), the patient received intravenous (IV) insulin as part of treatment but was unable to recall additional medications administered. The patient was discharged the following day, on (B)(6) 2026, after a visit of less than 24 hours. The patient was unable to provide exact times of the events due to feeling unwell during the episode but was in stable condition at the time of the report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.